Event description:
During a percutaneous transluminal angioplasty (pta), the transit2 (601-240, complaint product) was used to support the guidewire crossing the lesion, the physician connected the syringe to the hub, and injected contrast media, he noticed leakage of the contrast from the hub. Therefore, the syringe was exchanged to another product (detail unk). The target lesion was superficial femoral artery. There was heavy calcification, mild vessel tortuosity and 100% stenosis. The pt is female, age unk. The procedure was completed successfully, and there was no adverse event.

Manufacturer narrative:
Prior to utilizing, all the products were new, prep and stored according to IFU guidelines. Prior to removing and inserting in the pt, all the products were undamaged. The syringe utilized to prep the microcatheter was not utilized to prep other products. The pt's age and weight were unk. The product is not available for evaluation and testing. Additional info will be submitted within 30 days of receipt.